Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening and broken device through microscopic inspection assessed as unidentified (tear) opening and fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ granuloma: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, non penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional through distributor reported rupture, capsular contracture baker grade iii, "the outline and echogenicity of the implants are abnormal", "implants are deformed", "capsule complex ¿ abnormal sac with features of segmental damage " and "lymph nodes with silicon content ¿ so-called siliconoma". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, granuloma.

Event description:
Healthcare professional through distributor reported rupture, capsular contracture baker grade iii, "the outline and echogenicity of the implants are abnormal", "implants are deformed", "capsule complex ¿ abnormal sac with features of segmental damage " and "lymph nodes with silicon content ¿ so-called siliconoma". This record is for the left side. The device was explanted.